Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe tip could not be inserted into the trocar cannula during surgery. The laser probe was exchanged to complete the surgery. There was no patient harm reported.

Manufacturer narrative:
Additional information is provided in device available for evaluation?, device evaluated by MFR?, evaluation codes. And additional MFR narrative. No further information was able to be obtained from this customer. However, a laser probe was returned for evaluation. The probe was manufactured on september 5, 2017. There were (B)(4) paks associated with this lot. The laser probe was manufactured on august 28, 2017. There were (B)(4) probes associated with this lot. Based on qa assessment, the product met specifications at the time of release. A visual assessment of the returned sample using a microscope showed excess adhesive on the cannula near the cannula-nitinol junction. The laser probe was inserted into a 23ga trocar cannula, but it got stuck near the junction of the cannula and the nitinol, confirming the customer reported event. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).